Event description:
The manufacturer received an information alleging an everflo device emitting smoke and there was a smell of burning. It had a red light on and was connected to an extension cord. There was no white powder observed and the device is currently segregated. The device has been scrapped by the reporter. No death. No serious harm or injury was reported. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.